Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system reports were not showing the current data. The field service engineer identified a device failure presenting with black screen and intermittent boot looping that prevented door access and caused main station lockup, performed cable inspection and proper reboot procedures for both the helmer unit and main station, restored the unit to operational status, and validated stable functionality through repeated hardware tests and inventory verification to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator cath 2100 fridge was showing a failure and could not be recovered. The digital display on the fridge was blank. However, there were no delays, adverse events or injuries reported based on this event.